Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The lead exhibited normal mechanical and electrical characteristics. An analysis of the suture sleeve could not be performed as it was not returned.

Event description:
It was reported that the physician was having difficulty implanting the atrial lead, and bleeding was noted. The lead was removed, but the suture sleeve fell into the vein. A neck vein was punctured with a sheath to gain access, and after several attempts the suture sleeve was retrieved using a guiding catheter and snare. The physician then conducted pressure hemostasis.